Event description:
Reporter alleged the lancet device stayed sticking out of the device, after it was fired in order to prick customers' finger for blood glucose test. It was stated, the alleged incidence has not occurred, since as well as no treatment received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.